Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Upon application of bone pin for tibial array placement, the tip of the 3.2x80 mm bone pin broke. Case type pka.

Manufacturer narrative:
Reported event: upon application of bone pin for tibial array placement, the tip of the 3.2x80 mm bone pin broke. Case type pka. Product evaluation and results: the evaluation of the device was done with the pictures because the failed device was not available for this investigation. The break occurred near the end of the cutting flutes; ~12.3mm from the tip of the screw thread. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot no w49789 and accepted on 02/06/2016. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, lot number w49789 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode of pin break was evident from the attached pictures. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. The this is nc (B)(4) and CAPA (B)(4). Device was not returned.

Event description:
Upon application of bone pin for tibial array placement, the tip of the 3.2x80 mm bone pin broke. Case type pka.